Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery. Intra-op, the reported flex arm did not tighten. This product was immediately replaced with a spare flexible arm. No patient complications were reported as a result of this event.